Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.

Event description:
The facility reported a colleague infusion pump (uim) software version 5.04.00 / unremediated) with a bad keypad. This problem was identified before use. No pt injury or medical intervention was associated with this event. Additional information received from service in 2009, indicates that this condition was due to a stuck stop key on the channel c pump head module (phm) keypad. No additional information is available.